Event description:
Husband of home patient (hp) reports excess air in pt line of homechoice set after improper priming of the line during treatment on homechoice device. Husband notes baxter technician assisted hp in repriming line and completing treatment. Husband reports no pt injury or medical intervention required as a result of incident.